Manufacturer narrative:
¿This event has been recorded by zimmer biomet under (B)(4).'' (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that at the start of trying to use the device the handle was not turning. There was no harm nor delay reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet gear and sliding pin were replaced and the ratchet assembly was lubricated which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.